Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient, through other company representative, reported no complaint against the device. Healthcare professional later reported, through distributor, "capsular contracture", baker grade iii. This record is for the right side. The device was explanted.